Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have smear cervix abnormal ("abnormal pap smears") and uterine leiomyoma ("abnormal growths in cervix"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, smear cervix abnormal and uterine leiomyoma had resolved. The reporter considered abdominal pain, pelvic pain, smear cervix abnormal and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received : previously reported event injury was updated with new events. Following events were added : pain- pelvic/abdominal, abnormal pap smears, abnormal growths in cervix. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.